Manufacturer narrative:
A portion of the cannula shaft was returned to applied medical for evaluation. Engineering confirmed that the fractured cannula was from an applied medical trocar. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical had implemented process enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the process enhancements.

Event description:
Procedure performed: appendectomy. Event description: medical device fortuitously found during an appendectomy: surgeon alerted by an inscription, thorough research and trocar found along one of the fallopian tubes. Device removed. Information given to the patient. Surgical antecedents research: patient had a laparoscopic cholecystectomy in 2006 and then a sleeve gastrectomy in 2017. Operative report of 2017 found, no particular event of note. Surgery of 2006 done in another hospital, no search possible. Additional information received from field implementation team member by email on 06aug2019: it was a part of a trocar. Additional information received from field implementation team member by phone on 06aug2019: the patient is doing fine. Seemingly it is a piece of trocar that has been there for quite some time, possibly several years. The piece of the trocar is 3-4 cm large. Possibly from a 11/12 mm trocar. Intervention: piece retrieved. Patient status: patient is doing fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: appendectomy. Event description: medical device fortuitously found during an appendectomy: surgeon alerted by an inscription, thorough research and trocar found along one of the fallopian tubes. Device removed. Information given to the patient. Surgical antecedents research: patient had a laparoscopic cholecystectomy in 2006 and then a sleeve gastrectomy in 2017. Operative report of 2017 found, no particular event of note. Surgery of 2006 done in another hospital, no search possible. Additional information received from field implementation team member by email on 06aug2019: it was a part of a trocar. Additional information received from field implementation team member by phone on 06aug2019: the patient is doing fine. Seemingly it is a piece of trocar that has been there for quite some time, possibly several years. The piece of the trocar is 3-4 cm large. Possibly from a 11/12 mm trocar. Intervention: piece retrieved. Patient status: patient is doing fine.